Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's hip was revised due to malposition of the stem. Primary implant performed at an unknown facility by an unknown surgeon. Revising surgeon reported the stem was too retroverted. A citation stem and stryker head were revised to a restoration modular stem construct and stryker head. There are no allegations against the femoral head.